Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/23/2018 and open vial date is 06/01/2016. The meter memory was reviewed for previous test result history: (B)(6). They stated that they did a meter comparison with their sons meter and their sons meter read 172mg/dl and the true result read 113mg/dl.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) (B)(4) returned meter evaluated with no defect found. Correction to returned product: incorrect test strip lot returned - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/23/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). They stated that they did a meter comparison with their sons meter and their sons meter read 172mg/dl and the true result read 113mg/dl.